Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, showed the sensor failed per specification due to low readings.

Event description:
It was reported that the customer had an issue with the sensor. Customer's blood glucose level was 40 mg/dl. Troubleshooting was performed for sensor error alert. Call was disconnected during troubleshooting. Customer was called back and was advised to monitor the insulin pump. Customer was also advised to remove and replace the sensor if alerts persist. Customer will replace the sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.